Event description:
It was reported the patient presented to the emergency room due to receiving multiple shocks. Interrogation revealed the right ventricular lead oversensed noise and the shocks triggered were inappropriate. The lead was capped and replaced (B)(6) 2024. The patient was discharged from the hospital after the procedure.